Event description:
It was reported that the patient is unable to establish communication with her ipg, as she has not recharged her system in an extended period of time. Subsequently, the patient plans to undergo surgical intervention at a future date to address the reported issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.